Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. Prior to her hospitalization, the customer received a no delivery alarm. It was also reported that the customer had back pain and ketones. Troubleshooting was not completed because customer did not have an infusion set with him. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.